Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2017 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to this issue, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programed date and time settings upon removal of the primary a battery. When a new a battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 02/10/2017.